Event description:
Alleged the hi/low function is drifting.

Manufacturer narrative:
The facility's maintenance was instructed to clean the hi/low drive assembly. The facility has not completed repairs.